Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted. All the buttons did function properly. No button error alarms noted. However, the unit had corroded keypad traces.

Event description:
It was reported that the insulin pump alarmed button error and had a cracked around reservoir. Customer stated it was caused by moisture. Customer's blood glucose at that time was 79 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.